Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with the bottom case cracked in battery bay, contamination in bottom case and loose component rattling inside pump. Event log history was performed and indicated that? Battery communication timeout, battery not working? Was recorded in history. During analysis, the reported issue was duplicated. It was noted that the interconnect board has fluid ingression and one of the chips was charred and this was the cause of the reported issue. Service replaced interconnect board and battery. Performed power up process and all functional tests which passed. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that the battery of a smiths medical medfusion pump was not holding charge and the customer tried to change it but then it started smoking where the battery goes. Subsequently, pump was alerting that the battery isn't working when they use it. No patient was involved in this event.